Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the pink slide did not move forward and, when the pod was removed, the cannula was not visible indicating a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was worn for less than one hour.